Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was a part of system extraction due to infection. Additional information indicates that this lead had removal difficulty. The rv lead was abandoned surgically. There were no additional adverse patient effects reported.